Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer had high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl. Customer was treated with manual injection. Customer mentioned that they were throwing up. Customer reported bent cannula. Customer called to their doctor about high blood glucose level. The insulin pump will not be returned for analysis.